Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) level; cause and bg level were unknown. Customer declined further follow up and troubleshooting with tandem technical support.